Event description:
The reporter called to report regarding freestyle libre 03 sensors. The reporter stated she had used several sensors which gave false results. The sensor beeped with results higher than 300 mg/dl and sometimes lower than 50 mg/dl, while the actual results checked with help of glucometer were different. She was advised by the doctors to change medications and insulin requirements based on the false reports. The caller has given complain to the manufacturer and was assured to receive new replacements. She did not receive any replacement.